Manufacturer narrative:
The patient''s age was not provided. (B)(4). Approximate age of device ¿ 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, approximately 1 year post-implant, the patient was found expired. It was suspected that the patient intentionally removed the pump driveline from the system controller in order to stop the pump. No autopsy was performed. The pump was not explanted. No further information was provided.

Manufacturer narrative:
It was reported the patient intentionally disconnected their driveline from the system controller on (B)(6) 2017 to stop the pump and was found expired. It was reported that the patient's outcome was not device related. No autopsy was performed and the pump was not explanted. No product was available for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.